Manufacturer narrative:
(B)(4). Event date unknown. Evaluation summary: one sample was returned for evaluation. The batch review found no indication of related nonconformance during the manufacture of this product. Neither visual nor functional testing were able to identify an nonconformities with the product. The sample was found to operate as intended, without any sign of leakage. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a tpn therapy bag was found to be leaking. The leak was discovered post compounding, but prior to patient administration. This report documents no patient involvement or adverse events. No additional information is available.